Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the problem with the implant was that the battery kept falling apart or was too low. Patient services reviewed battery longevity considerations and device description/function with the caller. The caller stated they didn't have any further information on the issue, just that it that it had worked for their friend's mother but the problem they would have with it was with the battery. The caller stated their friends mother was no longer using the implanted system because "the dementia had set in".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.